Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified an intermittent failure to boot up normally, a lock up issue. Physio determined the cause of the malfunction to be a failed single board computer (sbc) from the system pcb assembly. A replacement device was provided to the customer.

Event description:
It was reported that the device locked up as the customer tried to power it on during a patient call. However, normal device operation was restored after the user removed and reinstalled the batteries. There was no reports of adverse effects to the patient as a result of the device use. There were no further details on the event and/or the patient provided.